Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the small grasping retractor instrument cable broke while attempting to stop expected surgical bleeding. The instrument was removed and replaced with a back up which was utilized for the remainder of the procedure. The expected surgical bleeding was resolved by applying a min lap pad; there was no injury to the patient. The procedure was completed robotically with no further complications.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the small grasping retractor instrument associated with this complaint. Failure analysis did confirm the reported event. The instrument was found to have a broken pitch cable at the distal end and is part of the affected population documented in field action # isifa2024-10 pitch cables. A representative image of a broken pitch cable is attached to characterize the failure mode identified during failure analysis. The failure mode investigation for the affected population is documented in pir2024-015, and corrective and preventive actions are detailed in capa429895 (tenaculum) or 408680 (small grasper). Additionally, related to the customer reported complaint: the instrument was found to have a detached fragment. The fragment was not returned with the instrument. The fragment originated form the broken pitch cable. The event caused wholly or partially by the user of the device to include sample handling. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the device logs for the instruments used during the reported procedure was conducted. The small grasping retractor instrument was not used in any subsequent procedures.